Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; there was a no image issue due to scope connector corrosion. The scope connector and scope connector cover both had water leakage due to corrosion, and due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported there was a no image issue while using the evis lucera elite bronchovideoscope. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the corroded scope connector caused the reported event. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use for a diagnostic procedure, there was an unspecified delay, and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: date of event: (B)(6) 2022. Event description: the issue occurred during preparation for use for a diagnostic procedure, there was an unspecified delay, and the procedure was completed with a similar device.